Event description:
It was reported that the physician was unable to successfully place the lead in a stable position. The lead was removed and returned. A different lead was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies found. Full lead was returned and analyzed.